Event description:
It was reported that the insulin pump was returned with a note from the hospital saying the insulin pump did not work. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with currents within specifications. The insulin pump was unable to prime during the prime test due to a loose drive support disk.